Manufacturer narrative:
The ge service representative conducted an onsite investigation. The memory was flashed and the motor control unit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system lost motorized motion. No pt injury was reported.